Event description:
Dealer states that the client hit something with his wheelchair and broke off the brake lever ls7964.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.